Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was missing pixels. Customer's blood glucose level ranged from 108-145 mg/dl. Prior to the report with tandem technical support, the customer performed a pump reset, and that resolved the issue. There no longer were pixels missing on the screen.